Event description:
The patient is a 15 year-old girl with type 1 diabetes who wears a dexcom g7 and omnipod 5 insulin pump. Her sensor was showing glucose in the 120's with a flat trend. The patient did not feel well and checked a blood glucose by fingerstick and she had a glucose of 55 mg/dl. Since her sensor was not showing a low sugar or decreasing trend, her insulin pump was not lowering or suspending her insulin infusion. She required juice and a recalibrating of the sensor. This could have resulted in hypoglycemia requiring hospitalization or death if she had not checked her fingerstick glucose.